Manufacturer narrative:
The manufacturer did not receive devices, x-rays, or other source documents for review, where lot numbers were received for the devices, the device history records were reviewed and found to be conforming. While a cause for this specific clinical event cannot be ascertained from the information provided, the common clinical presentation and the date of the original implantation suggest that this case is related to the issues for which zimmer implemented a correction in july 2008 as referenced. Should additional information become available and an investigation result be available, that changes this assessment, an amended medical device report will be filed. The need for further corrective measures is not indicated at this time and zimmer (B)(4) considers this case as closed. Zimmer's reference number of this file is (B)(4).

Event description:
It is reported that the patient received an acetabular component on (B)(6) 2007 in the left hip and underwent a revision surgery on (B)(6) 2013 due to pain and pseudotumor.